Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the duodenovideoscope exhibited foreign material in the air/water cylinder and the air/water tube. And the distal end has residual liquid. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3. Correction to h6 "component code" of the initial report, "772-cover" is being corrected to "3123-tip". A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material was in the device, but the type of the material cannot be identified. For the foreign material on the distal end it is presumed it may be due to the device not being reprocessed properly due to having a scraped distal end. However, for all events a definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.